Event description:
On (B) (6) 2009, the pt reported that over the past 6 weeks she has had 6 occlusion errors on her insulin infusion device during basal delivery. She stated that 5 of the occlusions were due to bent infusion set cannulas and 1 was due to a bent tubing. She said she experienced pain at her site when she removed the infusion sets. She discarded the infusion sets at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.